Manufacturer narrative:
Based on the current information provided, the cause of the reported bleeding and subsequent complications is reported to be related to patient conditions/medical history, however, specifics regarding the exact nature of the complications and how they could have been associated with the procedure remains unclear. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: after a da vinci-assisted ventral hernia repair, the patient was found unresponsive; after being released from the hospital. Subsequently, the patient received an open exploration (open procedure) and a lot of blood was discovered in their belly. It was inconclusive as to what led to all the bleeding, and as to how and why the patient was unresponsive. The bleeding was stopped, the hernia was properly fixed, and the patient was placed in the recovery room. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.

Event description:
It was reported after a da vinci-assisted ventral hernia repair, the patient was found unresponsive; after being released from the hospital. Subsequently, the patient received an open exploration (open procedure) and a lot of blood was discovered in their belly. It was inconclusive as to what led to all the bleeding, and as to how and why the patient was unresponsive. The bleeding was stopped, the hernia was properly fixed, and the patient was placed in the recovery room. On 30-oct-2020, intuitive surgical, inc. (Isi) obtained the following additional information from the isi clinical sales representative (csr) who discussed the reported event with two surgical technicians who were in the operating room (or) for the da vinci-assisted ventral hernia repair performed on (B)(6) 2020: they both said that, ¿it was a normal ventral hernia¿. The surgeon closed the defected hernia, applied mesh, and closed the case. The surgical staff stated that there were, ¿no issues during the case¿. The procedure completed robotically with no intra-operative complications, system errors, instrument issues and no patient harm or injury. The patient was reported as being in good condition and was released home the evening of (B)(6) 2020. There was no report of a da vinci system, instrument, or accessory malfunction. In addition, isi obtained the following additional information from the follow-up surgeon, who completed the non-robotic open exploratory laparotomy, regarding the reported event: an unresponsive 35-year-old male was brought to the hospital by ambulance in the evening on (B)(6) 2020. The reason for the patient¿s unresponsiveness was unknown, other than the patient had a da vinci-assisted ventral hernia repair earlier in the day on (B)(6) 2020. The surgeon performed a non-robotic open exploratory laparotomy where it was discovered that the patient was, ¿bleeding from all surfaces of the omentum¿. The patient lost approximately three and a half liters of blood, but the specific reason for the bleeding was not obvious. The surgeon packed and ligated the omentum to stop the bleeding. Approximately four units of blood were administered to the patient. The laparotomy procedure completed with no report of patient harm or injury. The patient was reported as, ¿doing fine, doing well¿ and is recovering at the hospital. The patient¿s prior medical history was described as follows: lysis of adhesions, one year out from bariatric surgery where he had a gastric sleeve, and the patient has lost, ¿an incredible amount of weight since the sleeve¿. On 19-nov-2020, the isi csr spoke with the console surgeon and obtained the following additional information regarding the reported event: the surgeon said that, ¿there were no issues, whatsoever, in this procedure¿. There was no report of a da vinci system, instrument, or accessory malfunction. The surgeon reported that the system did not do anything unexpected, there was no unexpected system or instrument movement, and all instruments and system functionality worked as intended. The surgeon was aware of the post-operative event that occurred but stated that he ¿felt what the follow-up surgeon felt; the issues after the da vinci procedure were due to the patient¿s pre-existing medical conditions and past medical history¿.